Event description:
(B)(4). I had the device implanted at my ob's office. Immediately following the procedure I began bleeding and having cramps. Now im having sharp pains in my abdomen, migraines, back and leg pain.